Manufacturer narrative:
(B)(4). Unable to perform displacement test due to end cap broken off and detached motor support cap. Insulin ump received with cracked select button keypad overlay, serial number label missing, partially broken retainer and minor scratched window. Test reservoir/pcap lock properly inside the reservoir tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a cracked battery compartment. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.